Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The home patient (hp) stated that she used the bathroom and then came back to bed, and after a while, the hc machine alarmed the se 2240, and the hp noticed that the side of her bed was damp. The hp then revealed that there was a crack / cut in the patient line and she disconnected. The technical service representative (tsr) assisted the hp with troubleshooting the alarm and assisted to start over using all new supplies. During a follow up with the hp, the hp stated that she is doing fine and continuing therapy. The hp confirmed that she did not have any injury or harm as a result of this incident. The hp also confirmed that she did not have any issues with the other cassettes from the same box. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to the tubing hole in the patient line. The lot number is unknown; therefore, a batch review was not performed. The patient stated that a while after reconnecting, the cycler alarmed and she noticed a leak from a cut or crack in the patient line. The tubing leak was noticed in drain 1, therefore, part of therapy, fill 1, had already been successful. This product is inspected for visual and functional defects per sampling guideline and the in-process and final inspection document. The cause of the hole was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).